Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer replaced the cartridge and continued insulin therapy. Additionally, it was reported that the pump battery was intermittently observed to be depleting rapidly and that the pump "would not charge all the way." Additionally, it was reported that the pump was hot to the touch during charging. The customer's blood glucose level ranged from 231 mg/dl - 235 mg/dl. The customer declined additional troubleshooting with tandem technical support, or to provide additional information regarding the reported issue. Reportedly, the customer continued to use the pump for insulin therapy.